Manufacturer narrative:
Updated b5, g3, g6, h2, h6 and h11. The device is not available for evaluation as it was discarded.

Event description:
Additional information was received. The iol was replaced as the lens was decentered. The replacement iol was the same model and diopter.

Event description:
The healthcare facility reported that when an intraocular lens (iol) was implanted in the right eye, it was noticed that the trailing haptic was missing. The lens remined implanted as it was centered. The capsule was not broken and there was no vitreous loss. Approximately one (1) month later a vitrectomy was performed, and another iol was implanted.

Manufacturer narrative:
Device was requested for evaluation but not available. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. It is noteworthy to mention that a non-validated injector was used to complete the procedure. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have caused or contributed to the event.